Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent minimum fill messages occurred after filling the cartridges with approximately 280-300 units of insulin. There was no impact to customer's blood glucose level. Customer successfully loaded a new cartridge and resumed insulin delivery.